Event description:
It was reported that the transfer set became disconnected from the titanium adapter. The event occurred during an unspecified process step of peritoneal dialysis therapy. There was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code:(B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d1 (brand name), d4 (catalogue #, UDI #), g4 (510k #). D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.